Manufacturer narrative:
The company representative spoke with the customer via phone and was informed that the reported event was resolved after changing the cassette. No onsite visit was performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A service request (sr) was later opened in which the company service representative found the system to meet product specifications. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented problems of instability of the interior chamber. Procedure details and patient harm was not provided. The procedure was completed. Additional information has been requested.